Event description:
It was reported that the patient suffered a pocket hematoma after being struck with a baseball over the pacemaker. The pacemaker had shown normal atrial and ventricular capture threshold, but both lead impedances were elevated. There was also brief episodes of noise seen on the ventricular channel. The hematoma was resolved, but four months later the patient presented with dizziness and fatigue. A chest x-ray was performed and no lead or pacemaker issues were revealed. The right ventricular lead capture threshold was abnormal and the impedance had increased. The patient also experienced bradycardia. Upon opening the pocket, the header was detached from the pacemaker. The pacemaker was replaced. The patient's symptoms subsided after the pacemaker was replaced. No additional information was available.